Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost" and "orthodontic treatment (including aligner treatment) may impair the health of the bone and gums which support the teeth and may aggravate the gums". The treating doctor shared that the potential root cause could have been aligner wear. Align's clinical review of available records indicates that the patient had significant periodontal issues and ur6 was the only molar on upper right side. This event is being filed as an MDR as the treating doctor reported that the patient had the symptom of tooth extraction (serious injury) and the invisalign system aligners were being used. B3: the date of event is an estimated date based on the timelines reported to align by the complainant and compared to the patient information (event occurred between 04/09/2024 and 04/23/2024). There is no conclusive evidence to confirm the date of the reported symptom of tooth extraction.

Event description:
The treating doctor reported that the patient had symptoms of trauma to tooth ur6 which led to extraction. No additional information is available at this time.